Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. There were no products available from this lot on distribution centers to be analyzed. The device history record reviews was performed on potential related lots and confirmed there were no deviations or non-conformance's during the manufacturing process. The product involved met current specifications.

Event description:
A peritoneal dialysis patient reported that he noted moisture on the cassette following treatment. No adverse event has been reported. Patient's peritoneal dialysis nurse was ot aware of the fluid leak.